Manufacturer narrative:
The sample in question was sent to roche for sequencing analysis. The sequencing analysis identified a single mismatch to the probe, which is common in both assays used at the site. The location of the probe mismatch, however, should not have an impact on either assay's performance. There were no other mismatches located under the detection set to the cap/ctm hbv v2.0 assay. There were 4 mismatches located under the reverse primer to the cobas 6800 hbv assay. The in-house bioinformatics tools have predicted performance would be impacted by comparable mismatch patterns, which would cause a delay in CT. Therefore, these mismatches are likely the cause for the discrepancies observed where the cobas 6800 hbv test had lower titer values than the cap/ctm hbv v2.0 test. The cobas hbv instructions for use indicates "though rare, mutations within the highly conserved regions of a viral genome covered by cobas® hbv, may affect primers and/or probe binding resulting in the under-quantitation of virus or failure to detect the presence of virus." No issues were identified with the complaint cobas hbv test kit during the investigation and review of qc release data with no related non-conformances. (B)(4).

Manufacturer narrative:
The investigation into the issue is on-going. The outcome of this investigation will be communicated via a follow-up report. The material number for the cap/ctm hbv test, v2.0, ce-ivd is 04894570190. The UDI for the cap/ctm hbv test, v2.0, ce-ivd is (B)(4). The material number for the cobas hbv test, us-ivd is 07000979190. The UDI for the cobas hbv test, us-ivd is (B)(4). The material number for the cap/ctm hbv test, v2.0 us-ivd is 05027012190. (B)(4).

Event description:
A customer from (B)(6) alleged result discrepancies for samples from a patient when tested with cobas hbv test for use with the cobas 6800/8800 system compared to the cap/ctm hbv test, v2.0. The cobas hbv test generated consistently lower titers compared to the cap/ctm hbv test, v2.0. The alleged patient sample was a part of the customer's validation study. No harm or injury was alleged in the complaint case.